Event description:
Report received that the device failed to sense air in line. The device was programmed in the continuous + pca mode to infuse morphine with a drug concentration of 1mg/ml. Reportedly, the nurse programmed a container size of 29.5ml. Other program settings, including the delivery rate, loading dose, bolus dose, bolus lockout, and 4-hour limit, were unspecified. At the end of an 8-hour shift, the pump sounded an audible alarm and the display screen indiacated an "empty" alarm. At this time, the nurse observed that the container was "half-full" with approximately 15ml of morphine. Additionally, the nurse reported "fine, champagne size" bubbles in the distal end of the tubing set. According to the customer contact, the nurse concluded that approximately "15ml of air must have infused into the pt because there were 15ml (morphine) left in the syringe". It is unknown whether the nurse had visibly observed air infusing into the pt. The customer contact reported that the pt was "okay, and did fine". There was no reported adverse pt effect. There were no medical interventions required. After an unspecified length of time, the pt was discharged home. Though requested, no add'l info was available.